Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: vessel perforation/ ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the femoral artery to support the 67-year-old male patient. She had been admitted in with known coronary disease with planned high risk percutaneous coronary intervention (hrpci). No underlying disease or comorbidities were shared. The hrpci was completed and the pump was explanted from the femoral access and perclose was used to achieve hemostasis, however the perclose failed and many other attempts were made for closure, a smaller sheath was placed to the site, and surgery was consulted to close the arteriotomy in the operating suite. Vascular injury is a known risk associated with impella support as described in the instructions for use.